Event description:
It was reported that the event occurred in the cath lab. The intra-aortic balloon (iab) was prepped per instruction. The md inserted a sheath into the patient's femoral artery. The iab was inserted and the pump began, the pump helium alarm started. Fluoroscopy images showed that the balloon was only partially unwrapped. The staff did not attempt to manually inflate this iab. As a result, the md removed the iab and sheath. The md replaced the sheath and iab successfully. There was no reported pt death or injury. There was a reported delay in the intra-aortic balloon pump (iabp) therapy. It is unk how long the delay in therapy was because the iab was replaced immediately. X-rays are not available. Pump strips were generated; however, they are not available for review. The outcome of the pt is unk.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.